Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) received two leads with the same lot number. It was reported the patient's leads had migrated. In addition, diagnostic testing displayed high impedance values on both leads. Subsequently, the leads were explanted and replaced. Stimulation was restored following the procedure. Date of event is unknown at this time.

Manufacturer narrative:
The returned product(s) was not analyzed for the complaint of lead migration as the allegation cannot be confirmed or refuted via laboratory testing. The complaint for ¿high impedance¿ was confirmed.